Manufacturer narrative:
A b. Braun customer engineer inspected the machine on site. Three consecutive mock therapies were ran to check and test the blood leak detector and its ability to detect a blood leak alarm. The alarm sounded on all three therapies ran and the machine was found to function properly. It is suspected that the customer terminated the therapy prior to the activation level of the blood leak detector on the machine. The machine was put back into service, with no problems.

Event description:
As reported by the user facility: customer reported dialyzer had a gross blood leak without machine alarming. Patient transferred to another machine for therapy. Braun customer engineer requested to inspect machine. Additional information provided by the facility indicated, the nurse saw pink in the dialysate, suspected blood, and tested immediately with a hemostick. The hemostick turned dark green, which indicates a "gross blood leak" on the chart. The blood loss was not measurable. But believed to be minimal. The patient was moved to another machine to continue therapy. The next day, the patient complained of nausea and diarrhea. Blood cultures were drawn and were negative. All symptoms subsided and the patient is perfectly fine. The nurse believes she stopped the machine before it had a chance to alarm.